Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: a review of the pump¿s black box data showed evidence of a short battery life illustrated with a 7 count voltage drop on 10-02-2016. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was moisture corrosion observed in the battery canister. It was also observed that the bolus button cover was damaged but the bolus button was still operable. A leak test was performed and failed due a battery compartment leak and a bolus button leak. The ¿ez-prime¿ steps were performed correctly; all current draws were above specification. The initial ¿short battery life¿ complaint was duplicated during the investigation. The pump¿s cover was removed and further moisture ingress was found to the printed circuit board (pcb) and to the cgm module. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.